Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm or no delivery alarm noted and the motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and no delivery alarm. Customer's blood glucose was 107 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. During troubleshooting for no delivery alarm, customer was able to deliver insulin with plunger push. Insulin partially delivered with a manual prime. Customer was advised that insulin pump would need to be replaced.